Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Initial notes: pt woke up and his pump went crazy. Pump wanted to rewind and alarms appeared. His pump is 2 months old. Inquired what led up to the complaint. Customer response: pt was sleeping when he received alarms from his pump. Pump error alarms t/s per (B)(4). Pump error alarm that occurred: pump error 3, 63 and 19.. Adv to clear alerts/alarms as soon as possible. Explained alarm. Adv to d/c from the pump. Timing of pump error alarm: during rewind. Customer is able to complete pump rewind. Pt stated that he is on smart guard and he feels that his settings are ok. Pt checked hi settings and they are the same. Pump is a 670g with software version 3.18e or greater. Adv to remain d/c. Adv to program 0.2 unit fill cannula into air to determine if delivery is successful. Pt is using infusion set with qr but doesn't know what type of set. Adv to d/c from qr. Adv to return value to its original which is 0.5u. Fill cannula was recorded in daily history. Error table does not indicate the pump should be replaced. Adv to perform a self test. Test passed. Error table indicates that pump error alarm cleared active insulin. Adv they may need to consider decreasing any bolus correction based on their active insulin amount and active insulin time or consult their hcp for how long to wait before they can rely on the bolus wizard active insulin calculation. Customer's outcome pertaining to the complaint: adv to monitor pump and call us if he needs help. Additional notes: pt was trying to get rid of the blue line at the bottom of the screen and after selecting reservoir and tubing, it asked him to rewind his pump. Rf icon was a red x. Shield was blank. Adv of aftercare email. Adv to go to alarm history. At 12:36am active insulin 12:36am pump error 3, 63, 19. Adv to reconnect back to his qr. Adv of online resources. Ship: none / return: none initial notes: pt woke up and his pump went crazy. Pump wanted to rewind and alarms appeared. His pump is 2 months old. Inquired what led up to the complaint. Customer response: pt was sleeping when he received alarms from his pump. Lost sensor signal alert (guardian sensor 3) t/s per (B)(4). Expl alert and possible causes. Connection icon is not green. Verified alert in pump's history/display. Date, time and location of insertion was: (B)(6), 1:32am, lost sensor alert, right abdomen. 3. Activity at the time of the alert was: during the call, pt was checking his device options. Sensor age (time left). Found: blank. Serter material: one press serter. Sensor material and expiration date is: mmt-7020, exp: 07/13/2018. Lot # is: g137. Adv to ensure the pump is located within 6 ft. Of the transmitter. Adv to move pump to a new location away from cell phones and closer to the transmitter. Adv that communication between the pump and transmitter should resume within 5-7 minutes. Adv connection icon will turn green and missed data will back fill when communication is re-established. Adv strong rf interference in the environment may lead to possible signal interference alert and to follow pump screen instructions if this occurs. Adv to continue sensing. Adv to monitor the pump and call back if additional assistance is required. Customer's outcome pertaining to the complaint: adv to monitor pump and call us if he needs help. Additional notes: pt was trying to get rid of the blue line at the bottom of the screen and after selecting reservoir and tubing, it asked him to rewind his pump. Rf icon was a red x. Shield was blank. Adv of aftercare email. Adv to go to alarm history. At 12:36am active insulin 12:36am pump error 3, 63, 19. Adv to reconnect back to his qr. Adv online resources. Ship: none / return: none